Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 40 mg/dl. The customer stated that there is blood in both sensors. The customer stated that the site is not actively bleeding. The customer was advised to monitor blood glucose value and call back if issues persist.